Manufacturer narrative:
B3: date of event: december 2024. D6a: implanted date: the device was not implanted. D6b: explanted date: the device was not explanted. H4: device manufacture date: unknown, as the involved model # and product lot # was unknown. E3: occupation: risk manager. The production model # and lot # were not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received an FDA medwatch # (B)(4). The event description states: "angioseal closure device was defective in that it was void of collagen and tamping string. Staff used manual pressure at site to achieve hemostasis. The original intended procedure was a pta of lle. Unknown of the therapies being used on the patient at the time of the event that may have caused or contributed to the event. Part number and lot number are both unknown. Date of event: december 2024."

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).